Event description:
A surgeon reported a patient presented with tass (toxic anterior segment syndrome), corneal edema, corneal infiltrates, and hypopyon one day following cataract surgery with phacoemulsification in the right eye. No cultures were taken. Epinephrine was added to the bss solution prior to use. The postoperative inflammation was treated with a combination of antibiotic and steroid drops and a subconjunctival injection. The patient had a favorable evolution without consequences. Environmental and microbiological results were provided indicating burkholderia cepacia complex was isolated in the distilled water of the sterilizer and in the collection of distilled water. All other results were normal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).